Event description:
(B)(4). It was reported that after a stenting treatment procedure a restenosis occurred. The patient underwent a cardiac catheterization in (B)(6) 2011. Target lesion one was a <= 99% stenosed de-novo lesion located in the distal left circumflex (lcx) with a reference vessel diameter of 3.00mm and a lesion length of 8.00mm. The lesion was treated with 3.00x12mm taxus liberte stent was deployed, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2013, the subject presented with left chest pain radiating down the upper arm to the wrist. The subject was diagnosed with unstable angina and was hospitalized on same day. Cardiac catheterization was recommended. A <=99% de-novo lesion was treated with balloon angioplasty and placement of a non-bsc drug eluting stent, resulting in 0% residual stenosis. At the same day right coronary angiography was performed. A 6 f guide catheter fr 4-sh and a 18 cm luge guidewire was placed in the distal right coronary artery. The subject experienced chest pain at a scale of 6 out of 10 and was treated with nitroglycerin. In addition, a non-tvr was performed and 90% stenosed lesion located in the distal right coronary artery was treated with a non-bsc drug eluting stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).